Event description:
Pt in for consult in 2003 for removal of gel implants has had for 17 yrs. No contractures, no problems. 2003 surgery for removal. Right gel dow corning 03815 shell in pieces. Left removal gel dow corning 13815 intact bil. Capsulectomies performed capsule thin, no siliconones, no calcifications. Inframamary incision used as before. Implants were submuscular.